Event description:
Procedure type: laparoscopic distal pancreatectomy. According to the reporter: a stapler and reload were clamed down on the tissue and fired but the device would not open when the black knobs were retracted. A second stapler and reload were opened and fired adjacent to the locked reload. The second device fired correctly and was both devices were removed without incident. No add'l blood loss occurred.

Manufacturer narrative:
(B)(4).